Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump was delivery insulin inaccurately. The reporter claimed that the pump had messed up during the night and the patient ended up in dka. According to the reporter, the patient had high blood glucose (bg) on (B)(6) 2012. The patient was reportedly vomiting and weak. The patient's father treated the patient with boluses via the pump. However, the patient's bg level reportedly began to go back up. At 4:30 am on (B)(6) 2012, the patient's infusion set and site were changed. The patient's bg level came down to the "200 range" (mg/dl) but then started going back up again. The patient was then taken to a hospital that day at 3:00 pm where he reportedly had a bg level of "602 mg/dl." The pump was removed and he was placed on an insulin drip and treated with fluids. The reporter denied that the patient had any notable health conditions or medications. Through troubleshooting, the anm representative involved in this contact noted that there was no evidence of a pump defect found. The reporter denied that a bent cannula was observed. A review of the pump's tdd and bolus history revealed that on (B)(6) 2012, the patient had double the amount of insulin than prior days. The anm representative concluded that the patient's elevated bg levels were most likely due to a site/set issue. The anm representative explained that after a site change, the patient's bg level had begun to respond. However, according to the reporter, the patient's doctor suggested for the pump to be returned. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals correctly reflected user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump passed and was found to be delivering within specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.